Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) system exhibited undersensing during a ventricular tachycardia episode. The undersensing did not result in a significant delay to therapy. Additionally, atrial oversensing was exhibited as well. The ICD successfully treated the patient with shocks. This right atrial (ra) lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).